Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failed downstream occlusion test which was unable to be reproduced because of a constant reload set alarm. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification (high). The downstream tubing guide was also found out of specification. These factors will result false and early detection of downstream occlusions. The device was calibrated and the downstream sensor was replaced to correct this condition. Additional information: high readings.

Event description:
It was reported that a spectrum pump experienced an "occlusion pressure too low, occludes at 2 psi at medium setting". It was also reported there was no patient injury.